Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold and noise. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited oversensing due to lead noise.